Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no connection points on the sensor for the sensor to give readings. No medical intervention was reported. Additional event or patient information is not available.